Event description:
The dealer states that the chair is made crooked. He states that the back canes do not have the right bend. One is bent different than the other and the base frame is crooked. The dealer states that the shipping box looked fine.